Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they went for a walk 2 days ago and started to get these electrical shocks inside all around the battery that felt like there was a bee stinging them. Patient added that there were 2 shocks like an inch from each other. Agent redirected to doctor (hcp) to further address. Patient sees a nurse practitioner and confirmed dr. (B)(6) was implanting physician. Patient mentioned previously documented information that their battery stopped taking a charge and added they had 12 surgeries and radiation over the last 14 months for cancer and couldn't deal with anything else, but are feeling little better today and yesterday. Agent advised to call back if further assistance is needed charging the implant once documented issue is addressed.